Event description:
It was reported that three 512x were used during a laparoscopic mason procedure. It was reported by the affiliate that during the procedure, the trocars broke at their distal end. Parts of the trocar sleeve fell into the pt. The user stated that all the parts could be removed. The procedure time was extended one hour. The procedure was completed with another 512x. There was no consequence to the pt.